Event description:
It was reported that the customer heard a small "click" when filling the cartridge and thinks there is damage to it. The customer changed cartridge to address the issue. Customer's blood glucose level was 372 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.